Event description:
The customer reported the tube arced and system stopped producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and calibrated the system. (B) (4).